Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b3, b5. A getinge field service engineer (fse) evaluated the unit and found safety plate, condenser ,safety disk and other accessories needed to be replaced. Customer temporarily gave up repair.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) was filled with blood due to a ruptured balloon and the hospital immediately stopped using the machine. There was no patient harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site address, the full event site address is (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use of the cs100 intra-aortic balloon pump (iabp), blood entered the balloon of the machine. The hospital immediately stopped using the machine, and no patient was harmed.